Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air gaps were observed in the infusion set tubing, after the customer realized that the fill tubing was not performed after an infusion set change. The customer's blood glucose level was 250 mg/dl. Customer changed the infusion set issue to resolve the issue.